Event description:
Reporter called and stated his spinal cord stimulator is defective. He got the stimulator implanted in 2016. He stated when he got the implant in 2016 "it never worked". He saw his doctor and the doctor stated "nothing can be done".